Event description:
The resident at the hospital, alleged the following event: "during a surgery, the guide wire got blocked into the screw."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The resident at the hospital, alleged the following event :"during a surgery, the guide wire got blocked into the screw."

Manufacturer narrative:
Evaluation summary: the affected device was returned for evaluation on (B)(4) 2013. The guide wire is stuck. The guide wire looks bent. There are many striations on the device. Due to the fact the guide wire is jammed into the cannulated screw, the returned device is not functional anymore. The guide wire was removed from the screw by hand. There is a lot of blood and bone material between the cannula and the guide wire which conducting to the jam. It has been determined with the test report (B)(4) that in some cases, there were detected scratches on the kirschnerwires after insertion. Those scratches occur, if the kirschnerwire slips in the wire collet of the power tool. Furthermore, there were detected bone residues in some of the cannulated drills after drilling. It happened several times that the kirschnerwire stuck in the drill and an increased effort was necessary to remove the wire from the drill. After removing the wire, residue were detected. This behavior was mainly detected during the tests with the ø4.9mm drill (B)(4) and the corresponding ø3.2mm kirschnerwire (B)(4). The current op tech reads that care should be taken to utilize the cleaning stylet for inter and post-operative cleaning of cannulations. Correct inter-operative use of this instrument prevents accumulation of debris. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Based on investigation results, this case could be classified as user-related. (Deviation from user instructions). Indications for any material, manufacturing or design related problems were not determined in the investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Based on investigation results, this case could be classified as user-related. (Deviation from user instructions). Indications for any material, manufacturing or design related problems were not determined in the investigation.